Event description:
It was reported the device was removed due to infection.the patient's status was undetermined at the time of the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Supplemental submitted to update PMA/510 k#.